Event description:
It was reported that a patient presented with high defibrillation impedance and no capture on their right ventricular (rv) lead. On (B)(6) 2022, x-ray was performed and the rv lead was found perforated. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, investigation conclusion codes updated for non-device return.